Event description:
It was reported that (1) device was used during an ultra low anterior resection. It was reported by the affiliate that the surgeon fired that tl30 device and felt different with less resistance. Then it was found there was no staples. The skills of the surgeon saved the pt from having a permanent ileostomy.